Event description:
It was reported a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic fracture. During the procedure, one of the ibts (inflatable bone tamp) was successfully deflated but would not move back through the working cannula. After second inflation and deflation and another attempt to remove the deflated ibt, the distal portion of the ibt (which was the balloon itself between the 2 radio-opaque markers) broke off from the shaft of the ibt and that fragment was left behind in the l5 vertebral body. It was reported that the procedure was completed by continuing with the cement fill of the l5 vertebral body without any further complications or issues. It was also reported that "the patient was doing fine post-operatively". No allergy

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis: ibt returned without balloon. Unable to analyze instrument for complaint.